Manufacturer narrative:
Device sample not received by manufacturer.

Event description:
Alleged issue: there is an empty space between the staples which prevents a proper use of the skin stapler (some staples are misplaced and not aligned as the others). As a result they had to use another skin stapler in the middle of surgery. No pt injury reported. Pt condition listed as fine.